Event description:
A consensus acetabular shell, no hole, porous ti, sz. 56mm was implanted by dr. On 09/22/98. Approx one week following the initil surgery the shell dislocated from the acetabulum. This necessitated a revision surgery to replace the component. The revision surgery was performed by dr. On 10/01/98. The dislocated component was replaced with a consensus acetabular shell, porous ti, size 58mm.